Event description:
A report was received that the patient was experiencing communication difficulty between the ipg and the remote control. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo a battery replacement procedure. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing communication difficulty between the ipg and the remote control. It was also reported that the patient was having difficulty charging the ipg. The patient will undergo a battery replacement procedure. Device malfunction was suspected.